Event description:
It was reported that the patient underwent a posterior spinal fixation surgery. It was reported that while inserting the set screw into the bone screw metal shavings came off of the set screw. Another set screw was used with the same result. The bone screw was removed and replaced with a new bone screw. After removal of the bone screw it was noticed that the tulip had splayed. No patient complications were reported.

Manufacturer narrative:
Concomitant product: bone screw; counter torque. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.